Manufacturer narrative:
Brand name: unknown hardware, infuse bone graft. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 the patient underwent surgery for a loose screw. During the surgery, a dural tear reportedly occurred and was not detected by the operating team. Immediately upon waking from anesthesia, the patient complained of a foot drop that did not exist prior to surgery. The patient also complained of headaches. Over the course of three days, the patient continued to complain of foot drop and headaches. The patient also reported that she was unable to move her left leg properly or walk. On (B)(6) 2010 the patient underwent exploratory surgery which identified a dural leak, and a dural patch was applied. I&d and repair of the dura l405, l5-s1 wound was performed. Post-op, the patient developed a fever and was determined to be toxic. The patient returned for a third surgery, and it was noted that she had purulent material in the wound site. A lumbar laminectomy of l4-5 and l5-s1 with a dural repair was performed. Laboratory testing confirmed an infection, and the patient was treated with vancomycin through a PICC line. The patient reportedly underwent "medically unnecessary, experimental" spines surgeries where medtronic hardware consisting of cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on an unknown date the patient underwent the first spinal fusion surgery. On (B)(6) 2010, she underwent surgery, under the belief that she was she was undergoing surgery for repair of the loosened screw. Immediately following the (B)(6) 2010 surgery, the patient began experiencing pain, headaches, foot drop, and an inability to walk or move her legs properly. The patient also suffered from urinary incontinence following surgery. None of these symptoms existed prior to the surgery. On (B)(6) 2010, the surgeon performed a third surgery for exploration of the wound and evacuation of a hematoma. At that time, he also attempted repair of a dural leak. The patient was never told by the surgeon that she had sustained a dural leak or that a dural leak was discovered during the (B)(6) 2010 surgery. Subsequently, the patient suffered from mental status changes, tachycardia, and fever. On (B)(6) 2010, the patient underwent surgery for a fourth time by the surgeon, whereupon it was discovered that there was purulent material in the wound site and that the wound was infected. The patient was diagnosed with sepsis and was treated with vancomycin through a PICC line. On (B)(6) 2010, the patient underwent an emg, at which time permanent nerve damage was identified.